Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: on (B)(6) 2024, customer reported her sg was showing normal but her blood glucose was over 500mg/dl. She treated the high with pump. She contacted the paramedics on (B)(6) 2024 and they told her to disconnect the pump and to use manual injections. She has been using manual injections per the paramedics. Customer said there were some recent programming changes. Customer alleged under delivery. Customer said the pump was near an MRI on (B)(6) 2024. Per helpline, pump failed displacement test. Customer discontinued pump. Pump returned for analysis and pump passed displacement test per failure analysis.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field or MRI. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with ems/ambulance/ER visit, manual injection/insulin pen. Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-381a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Troubleshooting indicated that pump requires replacement. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-381a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test,displacement test, and the dat at 0.0872 inches. No motor displacement anomaly noted during testing. Exposed to magnetic field or MRI not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device and passed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and scratched keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 10-may-2024 in the pump history file. 05/10/2024 00:01:06.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 05/10/2024 00:06:10.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u). Bolusamountdelivered: 750 (0.075 u). 05/10/2024 00:11:06.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 05/10/2024 00:16:08.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 05/10/2024 00:21:08.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 05/10/2024 00:26:06.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 05/10/2024 00:31:08.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u). Bolusamountdelivered: 750 (0.075 u). 05/10/2024 00:36:06.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 05/10/2024 00:41:06.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 05/10/2024 00:46:06.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 10-may-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 10-may-2024 in the pump history file. 05/10/2024 17:52:40.000 batteryremoved (55). 05/10/2024 17:52:40.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/10/2024 18:02:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/10/2024 20:32:27.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 05/10/2024 23:16:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/10/2024 23:20:05.000 batteryremoved (55). 05/10/2024 23:20:05.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/10/2024 23:30:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/10/2024 23:31:04.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). 05/10/2024 23:31:23.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 05/10/2024 23:31:31.000 alarmalertnotification (40), faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test battery was removed and reinserted with no unexpected battery out limit alarm or pump error 23 noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Battoutlimit (6) - not confirmed. Lostsensor1alert (780) - not confirmed. Pump error 23 - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.